Manufacturer narrative:
The device history record ( DHR) of lot number 5527148 was reviewed on 6/25/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/4/2019. An explant is planned for (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Physical and legal manufacturer of these products is being updated to mentor leiden and mentor medical systems b.v. Respectively, as products listed in this article were manufactured in leiden netherlands. Catalog numbers cannot be updated, as it is not known which specific product relates to each complaint. The reportability will be rerun, as these products were manufactured outside the united states. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor siltex round moderate profile 375cc saline prosthesis, catalog #3542660, lot #245794. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with mentor siltex round moderate profile 375cc saline prostheses. Bilateral deflation was diagnosed through a physical examination on (B)(6) 2010. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-03719 for contralateral prosthesis report).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/1/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/26/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. During evaluation of the device several lines of shell wear were found on the anterior aspect, suggesting in-vivo folding or creasing of the device. Additionally, a tear measuring approximately 0.3 cm was found within an area of siltex cracking on the posterior aspect. No other anomalies were found. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).